Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log files. The log files contained approximately 18 days of data combined (B)(6) 2020 ¿ (B)(6) 2020). Beginning on the first event in the log files, the controller clock was incorrectly set to the year 2028. The log files captured backup battery fault alarms associated with backup battery end of service life faults from the timestamp of (B)(6) 2028 at 16:11:47 until the timestamp of (B)(6) 2020 at 19:58:00 due to the date on the system controller clock being set greater than the expiration date of the backup battery. The alarm was briefly cleared several times when the backup battery was uninstalled, however, the alarm returned each time the battery was reinstalled due to the controller clock being inaccurate. The alarm resolved when the controller clock was set to the year 2020. The log file also captured a transient backup battery fault alarm associated with a backup battery circuit fault on the timestamp of (B)(6) 2028 at 16:11:14. The alarm resolved on its own. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the backup battery fault alarm associated with backup battery end of service life faults was determined to be the system controller clock being incorrectly set to the year 2028, resulting in the controller date being greater than the backup battery¿s expiration date. The root cause of the transient backup battery fault alarm associated with a backup battery circuit fault could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had a "replace backup battery" alarm shown after loading a brand new 11v backup battery. This same alarm appeared when trying another new battery. The system controller was exchanged.